Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, customer's blood glucose level was impacted (400mg/dl). During system check with tandem technical support, customer changed the cartridge and the infusion set as supplies were due to be changed.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours; customer had been using cartridge and infusion set for three days. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.